Manufacturer narrative:
B3 - date of event: october 2024. D1 - device name: cook spectrum minocycline-rifampin impregnated triple lumen central venous catheter tray. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the lumen hub of a cook spectrum minocycline-rifampin impregnated triple lumen central venous catheter tray cracked during the month of october 2024. This failure was also noted in january, may, and over the summer of 2024. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report will capture the event in october of 2024. The other events that occurred earlier in 2024 are captured under patient identifier (B)(6).

Event description:
Additional information was received 05dec2024. The user reported that the blue lumen hub cracked on (B)(6) 2024. The device was implanted on (B)(6) 2024 for four days before the failure occurred and replaced on (B)(6) 2024. The insertion location was in the "cas". No central line-associated bloodstream infection (clabsi) was reported. The dates of five other events with the same failure crack hub were provided and are reported under patient identifiers: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D4 - rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. Additional information: b3, b5, d - product identifier, d4 - model, rpn, d6, g4. Correction: b1, b2, h1, h6 - annex e, annex f. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 31dec2024. The catheter was replaced at bedside.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information a2, a3, a5, b5, b7, e4. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. H3 - device evaluated by mfg.? Device not returned to manufacturer. Investigation ¿ evaluation. It was reported that the blue lumen hub of a cook spectrum minocycline-rifampin impregnated triple lumen central venous catheter tray was cracked. The device was implanted in the "cas" on (B)(6) 2024 and was in place for four days before the failure occurred. The device was replaced patient bedside on (B)(6) 2024. No central line-associated bloodstream infection (clabsi) was reported. Cook was unable to acquire any additional information about the event. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum ventral venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings ¿the safe and effective use of central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10ml/sec. Do not exceed the maximum flow rate of 10ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement. Failure to ensure patency of the catheter prior to power injection studies my result in catheter failure. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter.¿ precautions ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ instructions for use: power injection procedure. ¿6. Conduct study using the power injector, making sure not to exceed the maximum flow rate of 10ml/sec or pressure limit safety cut-off of 325 psi for the catheter.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. A previous CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.